Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
As per medical review indicated, no device deficiencies were reported. Hence need to replace the rfr a219 with z101. And need to down grade the case from ba15 to bz27.

Event description:
As per medical review indicated, no device deficiencies were reported. Hence need to replace the rfr ea18 with z101. And need to down grade the case from a2 to bz27.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, with blood glucose value of 44 mg/dl and treated with hospitalization: overnight stay, glucose/carb intake, discontinue use of insulin delivery system. Troubleshooting was performed and found that customer reported that customer suspended the delivery manually during the unstable blood glucose then resumed it again, the pump was affected by the sensor glucose value and suspended the delivery before low. The customer suspended the delivery once more and disconnected the pump during hypoglycemia and customer was suffering from hypoglycemia for the rest of day even without pump and blood glucose wasn`t responding. The event involved product(s) mmt-1886. Customer reported low bgs. Updated by gst. No further patient complications were reported. No product return is required for mmt-1886. The customer will continue the use of the device.